Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Crumbling plastic or glue deposits inside the syringe. I am contacting you to report a quality defect on two 50ml syringes. I would also like to point out that we have kept the defective syringes concerned if there is a desire to return them to your laboratory.

Manufacturer narrative:
Nine 50 ml syringe samples received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Testing was performed on the samples, results verified amount of silicone was with the required limits. A device history review was performed for reported lot 2309036, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2309036 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information received.